Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported by the partner that the patient uses insulet omnipod5 in modified closed loop. A nurse called 911 because the cgm was 41 mg/dl. The bg was reportedly not checked because the glucometer was broken. The patient had dizziness. The bg by emergency medical services (ems) was 456 mg/dl. In the emergency department (ed), the bg was 420 mg/dl. The patient was discharged after 9 hours. The treatment for hyperglycemia was unremembered. The patient was stable during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.